Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient received a heart transplant with no complications. The pump was returned for analysis, and during analysis, depositions in the inlet stator and outlet stator were found.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of vad-11366. The device was returned assembled with the driveline (dl) cut approximately 1" from the pump housing and distal portion of the dl was returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's outlet port; however, the remainder of the sealed outflow conduit (outflow graft and outflow graft bend relief) was returned detached from the device. Visual examination of the sealed inflow conduit, sealed outflow conduit, and outflow elbow revealed no evidence of thrombus formations or depositions. Examination of vad-11366 upon disassembly revealed a thrombus formation surrounding the rotor bearing ball, as well as the inlet stator bearing cup which was pulled out of its bore upon disassembly. Its laminated structure and areas of denaturation indicate that this thrombus formation likely developed over an undetermined period of time while vad-11366 was supporting the patient. Evaluation of vad-11366 upon disassembly also revealed a deposition partially surrounding the bearing ball within the proximal side of the outlet stator. This formation's lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition and the cause for its development could not be determined through this evaluation, its size and structure suggest that it is unlikely that this deposition would have contributed to any pump functional issue. A root cause for the development of the observed depositions could not conclusively be determined through this evaluation. Upon removal of the observed depositions the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.